Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up after implant. The impedance on the patient's right ventricular lead decreased to half the base value. The lead also exhibited high capture threshold and r-wave amplitude variation. It was noted to be capturing the atrium. The lead was repositioned on (B)(6) 2019. The patient was stable.